Event description:
The pt was reportedly experiencing headpiece retention and loss of lock issues. The pt's implant site was swollen, fluid filled and a scab was present. The doctor confirmed that there was an infection at the implant site and the pt was instructed to discontinue use of the external headpiece for two weeks during oral antibiotic treatment (type unknown). The external handpiece magnet strength was reduced. The pt's implant site has improved and the pt is being monitored.